Event description:
It was reported that the catheter would not pace once it was inserted into the customer. Troubleshooting was performed by changing the monitor and cables and eventually another pacing catheter was inserted. There were no patient complications. It was indicated that when the physicians used the 6f pacing catheter, it worked fine. There were two catheters used on one patient, reference medwatch no. 2015691-2011-16249.

Manufacturer narrative:
The catheter was discarded. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. Two possible lot number reported. A device history record review was completed and documented for both lot numbers that the device met specifications upon distribution. Expiration date: 59053888: 06/01/2013; 59084454: 06/01/2013. Manufacturing date: 59053888: 06/29/2011; 59084454: 07/07/2011.